Event description:
Further information was received that the generator was replaced. Prior to replacement, the generator was reportedly interrogated and the battery was found to be at a functional level. The settings were provided and found to be on. System diagnostics also showed normal lead impedance. The replaced generator was not returned as the explanting hospital did not allow the manufacturer to collect the device. No additional relevant information has been received to date.

Event description:
Report received that a patient was referred for a generator replacement due to "persistent breakthrough events and significant degree of nocturnal events". The physician also reported that the new "vns equipment" was desired due to the adverse side effects to current equipment at "maximal configurations". The settings from the previous appointment were provided. Additionally, the notes indicated system diagnostics may have been taken the day the increase in seizures was first noted. The results were within normal limits. Surgical intervention has not occurred to date and no additional relevant information has been received.